Event description:
It was reported that the patient's implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri). The physician expressed the longevity was poor. It was noted that the longevity may have been related to the patient's need for high device output. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. The device battery had normal depletion. Concomitant products 5076 implantable pacing lead (B)(6) 2005; 4047 competitor implantable pacing lead (B)(6) 2010. (B)(4).